Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the method used to flush the sheath was slightly improper and the patient experienced st segment elevation. During pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After the transseptal puncture was performed a sheath exchange was performed to insert the faradrive, and then the catheter was inserted. At that time an st segment elevation was confirmed on the ii, iii, and avf leads. Spasm did not occur when coronary angiography (cag) was performed in the right and left coronary arteries, and the st elevation subsided during cag. The procedure was continued afterwards and completed successfully. After the procedure it was noted that the method of flushing the sheath when the exchange occurred was slightly improper and possibly pushed air, but this was not confirmed as no air was observed in the patient. The patient was in good condition after the procedure. The device is not expected to be returned for analysis due to disposal.